Event description:
On (B)(6) 2012 the ssu representative at maquet (B)(4) reported that during transport of a patient the rotaflow pump module serial number (B)(4) was unplugged without first switching off the console. When the console was tested with a different rfd, at 1000 rpm the device displayed a head error. The rfd used during the transport was determined to be damaged. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).